Event description:
The technician reported the brakes are not holding when the brake pedal is set. The brake casters are ratcheting and the wheels are turning. The stretcher was located in same day surgery at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found all brake casters are worn mostly likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.